Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a transcatheter myocardial cryoablation procedure. During the procedure, the physician mentioned that the tip of the needle became separated into two pieces due to incorrect force applied when manually shaping the device. Another lot of the same product was then opened to complete the procedure successfully. No patient complications reported. Product is not expected to return for analysis (disposed).